Event description:
Note: this report pertains to one of the two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02153 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal banding procedure. Patient's age, weight, and gender were not provided. Per the complainant, during the procedure, the physician deployed 4 bands successfully, on the varix. The physician then attempted to remove the probe. While removing the probe, the 5th band moved down the clear housing, it did, however, remain on the housing. The physician was concerned that the band could have deployed and lodged in the patient's esophagus. If this would have occurred, the physician felt it could have resulted in a potential injury. The physician tried a second speedband superview super 7 multiple band ligator and experienced the same issue. The procedure was successfully completed. There were no patient complications as a result of this event. No patient issues were reported post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).